Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Additional field information indicated that ablations were performed with an rf power up to 40w. The tacticath se IFU warns that ¿application of rf energy at a power higher than 30w is associated with a higher likelihood of audible steam pop occurrence¿ and ¿too high rf power during ablation may lead to perforation caused by steam pop" and "high power should only be used in special circumstances and only when good contact force cannot be achieved". However, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported pericardial effusion.

Event description:
During a right atrial flutter ablation, a steam pop occurred resulting in an pericardial effusion. A pericardiocentesis was performed which stabilized the patient. There was no performance issues with the abbott device.